Manufacturer narrative:
(B)(4). Date sent: 11/23/2020; d4: batch # t5e96a. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by ¿stapler didn¿t merge tissue?¿ was the trigger advanced and no staples deployed? Did the device cut? If yes, was the cut line complete? If the device deployed staples what were their shape (b-formed, malformed, irregular)? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the stapler didn`t merge tissue. To procedure completed physician used sutures. Procedure delay about 45 minutes. No consequences for the patent.

Manufacturer narrative:
(B)(4). Date sent: 09/28/2020. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Additional information was requested, and the following was obtained: was the trigger advanced and no staples deployed? No, there used staplers deployed did the device cut? Yes it cut tissue but didn¿t meant tissue- the tissue was not sutured with a stapler. If yes, was the cut line complete? The tissue was sutured if the device deployed staples what were their shape (b-formed, malformed, irregular)? The staples was irregular.